Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed multiple recoverable faults and replaced the universal surgical manipulator (usm) to correct the reported issue. The system was tested and verified as ready for use. The usm involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: at this time it is unknown if a usm was disabled or abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. The fse confirmed multiple recoverable faults and replaced the universal surgical manipulator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer kept getting recoverable faults. The nurse reported the recoverable faults mid procedure. The technical support engineer (tse) confirmed multiple errors in the logs pointing to universal surgical manipulator (usm) 4 nodes. The tse recommended a hard power cycle of the system however the customer opted not to. The tse suggested disabling arm 4 however the customer opted out of doing so. The customer was not interested in troubleshooting at the time therefore the customer elected to end the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and was confirmed for errors. The usm was tested on an in-house system and passed normal mode. The system did not trigger errors 32114, 31199, & 31226 on the rolling loop but they were confirmed via error logs/system logs. During the inspection the rolling loop was found to be loose and wavy. Also, the rolling loop power readings were trending down. The unit went through more testing on a pftp and passed direction test, lissajous, cva characterization, sensors check, sine cycle, brake release test, brake hold test, advance brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.